Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 407 mg/dl. The customer was admitted to the hospital for diabetic ketoacidosis and was treated with intravenous insulin and fluids. The customer was unable to clear the occlusion. During the system check with tandem technical support, the insulin appeared to be "thick". The contact indicated that cartridge had been used 4-5 days. Although requested, additional information regarding the hospital discharge was not provided.